Manufacturer narrative:
The following functional tests were performed: the device was sent to philips bench repair. A philips bench repair technician (brt) evaluated the device and confirmed that the device had a speaker malfunction error present. The brt determined that the main board and speaker required replacement. The device was operational after replacing the main board and speaker.

Event description:
The customer reported the speaker operation failure occurs. Patient involvement is unknown. There was no report of patient or user harm.